Event description:
Consumer stated that she used one of the tampons and had some immediate pain, discomfort, and burning 2 minutes later. Consumer stated that the string was gone and had disintegrated and parts of the tampon was coming out in clumps. Consumer stated that she then discovered that the tampon had disintegrated into clumps of powder. Consumer stated that she checked the rest of the tampons and another tampon had turned to dust. Consumer stated that she then had to go to the emergency room this morning at 2am to have the tampon cleaned out. Consumer stated that she was given ibuprofen and lidocaine and to follow up with her obgyn. Consumer stated that she had to take the day off work. Consumer stated that she is still feeling some irritation and discomfort.